Event description:
Report received indicated the pt experienced skin tearing under the whole border and mass wafer. The complaint was reported four days after the wafer was removed and the pt was using another box of product. The pt is now almost healed after using competitive adhesive remover and protective barrier products.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. It is noted that there are blank areas on this form, the info was not provided or is unk.